Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-509a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the outer flow tubing exhibits contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, with the first fiber (8360j; approx. 5 minutes of use) and second fiber (11450j), the machine kept switching off and displaying "excessive fiber life - replace & remove fiber clean tip" message. A third fiber was used (174,134j) to complete the procedure (25:46 minutes total lasing time of procedure). Patient outcome: "ok". No injury to the patient was reported.